Event description:
Reporter stated, the metal on the reamer chipped or fragmented off after a few uses. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.